Event description:
It was reported that after a car accident the patient's lead migrated. Surgical intervention was undertaken to reposition the lead on (B)(6) 2023 wherein the lead was placed back in the correct position. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.